Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. Product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving prialt (concentration 25 mcg, dose 11mcg) via an implantable infusion pump. Indications for use included non-malignant pain. The patient had no medical history. It was reported that the patient no longer wanted the pump; therefore, the pump system was explanted. The issue was resolved at that time. The patient status was "alive no injury".

Manufacturer narrative:
Inadvertently left out the catheter analysis: analysis of the catheter found damage occurred to the catheter body and-or guidewire during the implant procedure.